Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was noted that no abnormalities were found upon visual examination and operation confirmation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic myringoplasty procedure, when the visera 4k uhd camera control unit was connected to the 4k camera head, a communication error occurred, and the image blacked out. It was noted that the power was turned off and on again, and the error was restored. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. This is part two of two related events. (Additional report patient identifier: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to initial device evaluation results: when the subject ch-s400-xz-eb was connected to the otv-s400 (patient identifier (B)(6)) and focus operation was performed about 1 hour after startup, "e221: camera head communication failure, e222: camera head communication failure, e225: camera head error" occurred and the screen blacked out. Olympus connected a test equipment ch-s400-xz-eb and performed focus operation about 1 hour after startup, but the phenomenon was not reproduced. When the subject ch-s400-xz-eb was connected to olympus test equipment otv-s400 and focus operation was performed about 1 hour after startup, "e221: camera head communication failure, e222: camera head communication failure, e225: camera head error" occurred and the screen blacked out. Additionally, there was a dent on the electrical contact of the connector and there was an abnormal image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since there was a dent in the electrical contact of the connector, it is likely a communication failure occurred and the image was not displayed. Alternatively, there may have been a failure of the circuit board inside the connector. A definitive root cause cannot be identified. The following description was confirmed from the otv-s400 instruction manual with may detect the event: ·"code: e221. ·error details: camera head communication failure. ·cause: failed to communicate with the camera head. ·code: e222. ·error details: camera head communication failure. ·cause: failed to communicate with the camera head. ·code: e225. ·error details: camera head error. ·cause: an error occurred in the lens position of the camera head." Regarding the connector dents, the contents of the instruction manual can be prevented: "do not hit or bend the electrical contacts or optical connections of the video connector. Doing so may make it impossible to connect to the camera control unit or cause a connection failure." Olympus will continue to monitor field performance for this device.